Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an over voltage protection (ovp) circuit failure (1118, 1127, 1007) error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed an over voltage protection (ovp) circuit failure (1118, 1127) error code. The customer reported that the data acquisition (da) to motor control (mc) cable was not fully seated at the da board. The customer reported that the cable was then connected to the da board, but problem persisted with the same codes. The rse advised the customer to replace the da to mc cable, and then the da board. The rse also advised the customer to remove the power management (pm) board, and inspect the pins in the bottom of the board. It was also recommended to check the associated contacts in the central processing unit (cpu), and then ensure that all connections to the pm board were correct and secured when reinstalling. The customer was provided with the part numbers for a replacement da to mc cable, and da board. Investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.